Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge. The involved pt died, but the customer has not yet provided info as to the role of the device behavior on the pt outcome. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge.